Event description:
During an arthroscopy for an open reduction internal fixation of a tibial fracture, the bottom cutting edge of the device broke free. The surgeon was unable to retrieve the broken piece. There was a delay of approx one-hour. Because of increased tourniquet time, the pt experienced increased pain and decreased neurological response. The symptoms resolved over time. It was reported that the pt is doing well, one month post-op.